Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) caused a red alert to be declared due to high and low shock lead impedances. A boston scientific technical services (ts) agent reviewed the lead measurements and impedance values were within normal range and no noise was exhibited. The patient's physician is aware of the situation and the pacing system and rv lead remains implanted at this time. The patient will be monitored closely. No adverse patient effects were reported.